Manufacturer narrative:
PMA/510(k) # k163018. The investigation is in progress and a follow up MDR will be submitted.

Event description:
The third device deficiency was a stent migration identified via standard of care imaging performed during the follow-up period.

Event description:
Cancellation MDR being submitted based on confirmation received on 01-sep-2022 that only one case of stent migration noted in the pmcf study. This will be captured under (B)(4) (MDR ref#3001845648-2022-00583).

Manufacturer narrative:
PMA/510(k) # k163018 cancellation MDR being submitted based on confirmation received on (B)(6)2022 that only one case of stent migration noted in the pmcf study. This will be captured under (B)(4) (MDR ref#3001845648-2022-00583).